Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water did not circulate. Per follow up information received via email on 26aug2024, the device was under investigation. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. The device was evaluated upon receipt. The circulation pump head is worn out. Replaced circulation pump head. Performed pm procedure. Replaced mixing pump head. Unit was evaluated for functionality per (B)(6) rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water did not circulate. Per follow up information received via email on (B)(6) 2024, the device was under investigation. There was no patient involvement.